Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that an 8 fr angio-seal was deployed in the groin post angiogram at 1720. The access site was not definitive on the angiogram but appeared to be in the proximal superficial femoral artery. At 2030 the staff noted a hematoma and held manual pressure until the femstop arrived, which was immediate. The femstop was removed at 2200. The patient was taken off coumadin before the procedure. The patient was bridged with an unknown amount of heparin. The right femoral artery was accessed with u.s., micro puncture and a 5 fr sheath, then upsized to a 7 fr shuttle sheath. The patient received 7000 units of heparin during the procedure. Additional information was received on june 5, 2018. The procedure being performed was a neuro intervention. There was no blood loss, however, there was a hematoma.